Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the pump audible tone alarm was found to be functioning properly. During sound testing, the alarm was found within specifications. The original complaint of an audio tone issue was not able to be duplicated during investigation. There was no defect found.